Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021

Event description:
The customer called into technical support (ts) reporting that the device is displaying check vent primary alarm failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. It was not confirmed if the device was in use on a patient providing therapy. No further information was available or could be provided. There was no report of patient or user harm. Multiple good faith efforts were made to obtain information regarding the reported problem, confirmation of patient use, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review of service history found no parts were ordered, quote was provided for service but with no response. If new information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user.